Event description:
It was reported that the patient experienced a myocardial infarction and had an external cardioversion. Post event, it was noted that right ventricular lead sensing was poor and capture thresholds had risen. It was also noted that both the atrial and ventrical lead impedances dropped and both exhibited a noisy egm baseline. Concern regarding damage to the pacemaker was expressed. The right ventricular lead and the device were explanted and replaced. The atrial lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies were found. The full lead was returned and analyzed. Blood found on proximal conductor and helix; outer insulation breached cut; lead stretched. Performance data collected from the device noted the incremental changes seen in the measured lead values could be related to the recent mi and/or associated treatments.